Event description:
A pt, originally implanted in 2003, underwent surgical repair of a ruptured aneurysm and aortic/vena cava fistula. The cause of the fistula is unk. An aortic femoral graft was also palced to address a type I endoleak in the right iliac. The physician reported that, on a prior date (unk), the pt also had coil emolization to treat a type ii endoleak related to the inferior mesenteric artery. The pt is reported to be doing fine with no further incidents being reported.